Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs in the foot pockets with their tabs intact. The link was also intact. The complete suture was returned pulled out of the device. The posterior needle tip was found bent and lodged against the posterior foot. Both pockets were also impacted with tissue. These findings are consistent with and confirm the reported experience of a needle to cuff miss. In this case, both cuffs had not engaged with the needle tips indicating they were deflected away from the foot pockets during deployment. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the cuff miss experienced during the procedure appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific manufacturing or product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide is being filed under a separate medwatch MFR number.